Event description:
It was reported that, when the package was opened, there was a hair inside. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that, when the package was opened, there was a hair inside. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the fiber was visually and functionally evaluated. Visual inspection confirmed the fiber was received in one piece with no damage to the fiber body. Microscopic evaluation showed the tip and connector to be in good condition. Functional testing demonstrated a bright and round aiming beam, and the console reading confirmed the fiber had not been used before. With all the available information, boston scientific was unable to confirm the reported packaging allegation, since the package was not returned for analysis. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The IFU states the following: do not use the fiber if the sterile packaging is opened or damaged. Do not use if labeling is incomplete or illegible. If necessary, return the fiber to the supplier for replacement. Before using the eo-sterilized moses fiber, visually check the sterile packaging for any signs of damage and the eo sterility indicator. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.